Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken ventricular port. It was also indicated that display and battery wires were pinched, the hanger assembly was cracked, and case plugs were missing. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular port. The epg was returned for service. There was no patient involvement.